Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9 and to provide the completed investigation results. One (1) 8 french angio-seal device was returned for product evaluation. The returned device included the packaging, hemostasis sheath and carrier tube. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were returned fully mated and fully rear locked. The sheath and carrier tube were found to have been cut into at the distal tip of the assembly, exposing internal components including the anchor, collagen, suture and tamper tube. Functional testing was unable to be performed due to the condition the sample was returned in. The complaint was confirmed for a non-deployment pullout. The exact root cause was unable to be determined. The likely cause was determined to have been an obstruction to the anchor posting to the tip of the hemostasis sheath. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy a2: age & date of birth: requested, not provided due to hospital policy a3a: sex: requested, not provided due to hospital policy a3b: gender: requested, not provided due to hospital policy a4: weight: requested, not provided due to hospital policy a5: ethnicity: not provided for animal use a6: race: not provided for animal use d6a: implanted date: device was not implanted d6b: explanted date: device was not explanted e3: occupation: inventory specialist the actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the collagen did not anchor into the artery. The collagen was left in the device. The blood loss was less than 250cc's. The procedure performed was intervention. The reported event did not result in patient injury and/or require medical or surgical intervention. Additional information was received on 29aug2024: the doctor deployed the perclose in a 14 french sheath. The doctor attempted to assist closing with an angio-seal. The angio-seal was stuck inside the deployment sheath. A pre-deployment angiogram was performed. The patient was stable. The patient was a transcatheter aortic valve replacement (tavr) patient.